Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation received alleging patient was revised to address a failed knee.

Event description:
The patient underwent a left knee revision due to pain, instability, synovitis, and a migrated and loose tibial tray at the cement to implant interface. The surgeon noted some slight lysis on the posterior side and debriding scarring and fibrous tissue around the femur as well as fibrous tissue around the tibia. The patella component was not revised. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2013 dor: (B)(6) 2016 left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: osteolysis, synovitis, adhesion, no code available (3191) used to capture the medical device removal, surgical intevention and impaired healing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H6 patient code: no code available (3191) used to capture the joint instability.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Litigation received alleging patient was revised to address a failed knee. Doi: (B)(6) 2013, dor: (B)(6) 2016 left knee. (B)(6) 2018 medical records received. (B)(6) 2018 medical records reviewed. After review of the medical records for MDR reportability, in addition to what was previously reported, on (B)(6) 2016 left knee revision to address pain, instability, subsidence, and loosening of tibial component at the tibial/cement interface. Cement was depuy product. Part/lot information provided. Updating unknown implant to tibia tray and adding 2 cement implants doi: (B)(6) 2013 dor: (B)(6) 2016 (left knee)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.